Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital. X-ray revealed that the lead had perforated. It was also noted that there was a rise in thresholds over time and a decrease in impedance. The physician noted that the perforation occurred over a long period of time. No other issues were noted on the lead and pacing and sensing were normal. No device intervention was performed. Patient is asymptomatic and will continue to be monitored.